Event description:
Sorin group (B)(4) received a report that the blood in the arterial line coming from the inspire 8f oxygenator was dark red at the beginning of a procedure. Ventilation was performed while the oxygenator was changed out and the case was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). It was also reported that water was seen inside the gas compartment during inspection by the perfusionist after the procedure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.